Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant bopt4310 placed in dental site 19 was removed due to bone loss, abcess and inflammation. Another implant was placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One 3i t3® tapered implant 4/3 x 10mm (bopt4310) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads but no evidence of any damage or malfunction. The product matched print specifications where measured against drawing 1040007 rev c. The per indicates that the patient has a history of smoking, which could lead to the medical events. The reported product was located on tooth # 36 (fdi) and used for approximately 3 months. Inflammation and abscess were reported as patient impacts. The customer has not provided additional pictures or x-ray images of the reported bone loss and infection. Device history record DHR review was completed for the subject lot number 2018072080. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018072080) for similar events and no other complaint was identified. A definitive root cause could not be identified.